Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of a non-functional squeeze pump was confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When functionally tested the pump bulb stayed deflated when the pump was being activated. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22889950 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required

Event description:
It was reported that the patient underwent a surgical procedure to replace the pump component of this inflatable penile prosthesis (ipp) as it ceased to function. The existing pump was removed and a new pump implanted. There were no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to replace the pump component of this inflatable penile prosthesis (ipp) as it ceased to function. The existing pump was removed and a new pump implanted. There were no patient complications. The explanted pump is expected for return.